Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button was unresponsive, and required multiple button presses, to elicit a response. The patient denied that the pump was exposed to moisture. The patient reportedly wore the pump in a protective case, in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Event description:
Follow up #2 submitted: (B)(4) 2013. The patient contacted animas on (B)(6) 2013 and provided additional information regarding the complaint reported (B)(6) 2012 on MFR. Report #2531779-2012-06407, alleging a keypad malfunction. The patient stated he experienced elevated blood glucose (bg) in the 900 mg/dl range in (B)(6) 2012 resulting in hospitalization for diabetic ketoacidosis. Details of the patient's hospital course were not provided. The patient stated that the elevated bg was the result the keypad malfunction. The patient stated that when he was discharged from the hospital, he resumed insulin pump therapy with a new insulin pump. The patient denies any bg excursions since that time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast button was intermittently unresponsive and the keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the keypad buttons and the contrast and up arrow buttons were found to be misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Device evaluation: additional investigation for the alleged adverse event has been completed by product analysis on 11/07/2014 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2012 at 7:16pm. A review of the pump histories did not find any activity outside normal pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately with no alarms. The pump was exercised for 24 hours with no alarms occurring. During testing, boluses were delivered and recorded accurately. The pump passed delivery accuracy testing and was found to be delivering within required specifications.